Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with chest pain. It was noted that the right ventricular (rv) lead exhibited undersensing ventricular beat on stored electrogram episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.